Event description:
Home patient (hp) reported feeling shortness of breath while using the homechoice cycler for apd therapy. Hp relates thay discontinued therapy early to go to the ER, where pt was administered oxygen. Follow-up with the hp's healthcare professional (hcp) reveals the hp was not admitted to the hospital but was released from the ER and returned home after receiving oxygen. Hcp relates that does not attribute the hp feeling shortness of breath to the homechoice cycler and does not feel that any device failure or malfunction had occurred. However, the hcp relates that does not know what to attribute the incident to. The hcp states that suspects the incident may have been cardiac related, as the hp has a history of cardiac related difficulties. Hcp relates there was no pt injury as a result of this incident and the hp continues to use the homechoice cycler with no issues.